Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. There were numerous kinks throughout the hypotube of the device. Microscopic examination revealed that the shaft was buckled 4.25cm ¿ 4.5cm and 6cm ¿ 6.5cm from the tip. The balloon was tightly folded with the stent secure. Microscopic examination revealed that the last six rows of stent struts on the distal end of the stent were damaged with compressed, bent, and flared struts. The guidezilla device used in the procedure for related complaint (B)(4) was returned for analysis and used for functional testing. An attempt insert the rebel into the collar of the guidezilla device was made; however, due to the damaged stent, the device was not able to be inserted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the device was reportedly used with a guide catheter with a smaller ID, which may have contributed to the reported device interaction and confirmed stent damage. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03296. It was reported that stent damage occurred. Two rebel stents sized 24 x 4.50 and 28 x 4.50 were advanced for treatment with the use of a 145 guidezilla¿ guide extension catheter in unknown order. However, during procedure, both stents were damaged. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent became hung up at the collar of the guidezilla guide extension catheter.